Manufacturer narrative:
It was reported that the ventilator was sucked into the MRI machine and due to this, the display holder was broken and the user interface touch screen was damaged. Several parts were replaced including the user interface holder, tft display, expiratory valve coil, loudspeaker and control cable. After repair and emc absorber and mr environment kits were installed, the ventilator was returned to the customer and cleared for clinical use after passed tests. It was later learned that the user did not lock the wheel brake and the ventilator rolled past the gauss line and was sucked into the MRI machine. The conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in an MRI environment.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator was sucked into the MRI machine and due to this, the display holder was broken. There was no patient harm. Manufacturer ref.#: (B)(4).